Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Customer¿s blood glucose level was 138 mg/dl.